Manufacturer narrative:
The ge rep informed the customer that parts are not available. The customer decided to scrap the system.

Event description:
The customer reported that the 9400 system would not fluoro. No pt injury was reported.